Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; moisture in the battery compartment. The top of the battery cap is worn. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: a review of the black box showed no power issues. The battery compartment was cracked above and below the bumper pad. The battery cap attached securely to the pump. No damage was found to the battery cap. A call service alarm occurred during the load step. A leak was found in the battery compartment. The pump was opened to find moisture damage on the printed circuit board. The call service alarm was due to moisture damage.